Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach on a laparoscopic sleeve gastrectomy, the stapler was able to fire but there was a poor staple formation. The staplers did not form a ¿b¿ formation. The staple line was incomplete distally. The tissue that was still open after stapling was sutured by the doctor.